Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was intermittently incorrect. Cause was not known. Customer corrected time after it occurred. There was no reported impact to blood glucose. Although additional information (pump data) was requested multiple times, customer did not provide it.